Event description:
The customer reported that while the unit was in use on a pt, the unit's display, displayed intermittently. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
One or more components were replaced. The company representative was unable to duplicate the reported problem. As a precautionary measure he replaced the assembly keypad controller, the video receiver board and the inverter board - dc to ac. The unit was tested to factory specification. It functioned normally and was returned to the customer.